Event description:
It was reported that in 2000 a total abdominal hysterectomy was performed. Later, the wound showed bleeding, drainage and signs of infection. Home wound care was administered until approximately four mouths post procedure when surgical removal of suture was performed.